Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced eroded mesh, pain, infection, urinary problems, bleeding and dyspareunia. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.